Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in the left circumflex vessel. A 32 x 2.75 promus premier drug-eluting stent was selected for use. However, during procedure, it was noted that the stent was damaged. The procedure was completed with another of the same device. There were no patient complications nor injuries reported.